Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#1627487-2017-04920 it was reported the patient suffered a previous fall as well as a car accident close together (date unknown) after which time her scs system was no longer effective. As a result, surgical intervention was undertaken about 4 years ago wherein the entire system was explanted due to the issue.